Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder needle fell on the floor during use. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: during blood collection the holder released from the needle and fell down on the floor. When customer during blood collection the holder on the needle looses from the needle and fell to the floor. The needle part was still in the patient arm. Only happened once, 1 needle. No impact on patient or staff. No blood exposure and the staff stopped the blood collection. I have booked in.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and another 10 retention samples by functional draw testing, and no issues were observed relating to hub-collar separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hub-collar separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder needle fell on the floor during use. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: during blood collection the holder released from the needle and fell down on the floor. When customer during blood collection the holder on the needle looses from the needle and fell to the floor. The needle part was still in the patient arm. Only happened once, 1 needle. No impact on patient or staff. No blood exposure and the staff stopped the blood collection. I have booked in.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.